Event description:
We have been informed that during cataract combined vitrectomy surgery, cataract, after gas-liquid exchange, when preparing to inject silicone oil, it was found that the silicone oil injection function of the equipment could not be used. Re-testing and re-starting the equipment could not solve the problem. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles, a picture and a video were provided for review and a vitrectomy module was provided for investigation. Review of the picture confirmed the occurrence of the reported pos111 error message, it indicates there is an issue with the supplied pressure. In addition, the observed vit999 in the logfiles is due to the vit2 error. This means that the vitrectomy module did not receive supplied pressure to work properly at the moment of the error. The input pressure was below 3 bar. The complaint could not be reproduced during investigation of the returned module, it worked according to d.o.r.c specifications. Since no issues were detected during testing, it was determined that the reported complaint cannot be attributed to the vitrectomy module that was provided for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (vf-vfi-pressure-low*). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during cataract combined vitrectomy surgery, cataract, after gas-liquid exchange, when preparing to inject silicone oil, it was found that the silicone oil injection function of the equipment could not be used. Re-testing and re-starting the equipment could not solve the problem. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.